Event description:
It was reported that while infusing the dilaudid (narcotic) IV fluid it under-infused. It was stated that "the syringe had 23.5 ml and should have 21.3 ml. While log indicates that there was no pump programming errors. However the log does show that the vtbi did not change between 1/21 at 0510 and 1/22 at 1907. Per the report, the pump was reading the vtbi as 47.4 ml which did not match the visualized amount reported". There was patient involvement and but no harm detected.

Manufacturer narrative:
Device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, if other specify. Omit : a140504 - inaccurate delivery (2339), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that while infusing the dilaudid (narcotic) IV fluid it under-infused. It was stated that "the syringe had 23.5 ml and should have 21.3 ml. While log indicates that there was no pump programming errors. However the log does show that the vtbi did not change between 1/21 at 0510 and 1/22 at 1907. Per the report, the pump was reading the vtbi as 47.4 ml which did not match the visualized amount reported". There was patient involvement and but no harm detected.